Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. As a result of the breakage, the clevis was dislodged from the main tube. The clevis is intact, however, one side of the main tube interface wall has collapsed. Per the case notes, the broken instrument component was successfully retrieved from the pt. The cannula accessory was also returned and no damage was found.

Event description:
It was reported that the endowrist prograsp instrument was in use for approx 4 hrs during a da vinci prostatectomy procedure when the tip became offset from the shaft following the lymph node dissection. While trying to remove the instrument from the cannula, the instrument broke and a piece fell inside of the pt and was retrieved with a needle holder. The instrument and cannula were removed concurrently from the pt and the planned surgical procedure was completed without significant delay. No pt harm, adverse outcome or injury was reported.